Event description:
It was reported that the patient presented for routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicates that the patient's condition post event was stable.